Event description:
Noise was found in medtronic cardiac lead due to a suspected disconnection. Re-operation was carried out and the disconnection of the lead was confirmed, but the physician asked for a product analysis to check for abnormalities in this device.

Manufacturer narrative:
Upon receipt, device interrogation confirmed an ok battery status with 90% remaining charge. The header of the device was visually inspected, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inc.onsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
Noise was found in medtronic cardiac lead due to a suspected disconnection. Re-operation was carried out and the disconnection of the lead was confirmed, but the physician asked for a product analysis to check for abnormalities in this device.